Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep met with patient on (B)(6) to check impedances after a car accident. All impedances were normal. Patient stated that his stimulation is stronger when he leans back into a chair and when he lays down, than it is when sitting upright. Patient was told that this is normal, as the lead is pressed closer to his spine. Rep reviewed with patient on how to adjust stim with programmer for his laying vs sitting positions. Also reprogrammed for better low back coverage. The issue was resolved. Patient's weight was unknown. The provided information was confirmed with the physician/account. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. Information was reported that the patient was in a car accident today (unrelated to their device/therapy), but after the car accident the patient's stimulation was very uncomfortable and "strong". The patient stated he decreased the stimulation and is comfortable now, but the patient is worried that he messed up his device. The patient was told to by their healthcare provider (hcp) to set up an appointment with a manufacturer representative (rep) to get the device checked out. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that he really needs to meet with a rep because his stimulator is acting strange in side of his body but he does not want to turn it off or his pain will come back. Rep stated that they were meeting with the patient on (B)(6). No further complications were reported.